Manufacturer narrative:
The ultra filtration (uf) volume was set to 1.3 kg for the first treatment and the set treatment time was four (4) hours. The treatment was completed within the set treatment time and the patient did not present any symptoms before returning home. The uf volume of the second treatment was set to 2.9 kg and once completed, all clinical symptoms relieved. H10: the actual device was not available, therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that post treatment with an ak96 machine, patient weight indicated that the ultrafiltration was not accurate. No issue was identified by the medical staff for the ak 96 during the treatment and troubleshooting could not identify if the weight deviation was associated with weighing error. The patient returned home but presented again at the hospital with palpitations and shortness of breath the same evening, requiring a new dialysis treatment. No additional information is available.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.